Event description:
A malfunction on the pump was reported. There was no reported impact to the customer¿s blood glucose level. The customer's mother was advised to have the customer call in directly when possible, and it was noted that the customer was currently using multiple daily injections (mdi) as an alternative therapy.